Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # p58k5h. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a colectomy procedure, when the surgeon turned the knob, the orange lever would not go into the green zone. The surgeon tightened the device down as far as it would go and fired it. The plastic ring did not crack and the staples did not deploy. The procedure was completed with the covidien eea device. There was no patient consequence (no change to procedure or post-operative patient care). The patient is fine and well.